Event description:
Procedure: laparoscopic hernia repair. Reportedly, the first device handle used had a broken tab. The second instrument could not be loaded onto the handle for firing. The surgeon opted to convert the procedure to an open hernia repair due to the broken devices and no other product in stock to use.